Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on(B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated nine times during the event while he was home alone. On(B)(6) 2017 the lifevest detected noise at 09:28:15 and the response buttons were pressed. Between 11:36:13 to 11:44:00, severe bradycardia at 20 bpm degraded to asystole with intermittent cardiac activity. At 11:46:07 gel was released. Treatment 1 was delivered at 11:46:19 and treatment 9 was delivered at 11:55:28. In all 9 treatments the rhythm at time of treatment and post-shock was asystole with intermitent cardiac activity. All treatment pulses were delivered at 150 joules. The patient remained in asystole following the treatments. The lifevest was deactivated at 12:55:42 and the patient subsequently passed away. Oversensing of low-amplitude cardiac input signal and intermittent cardiac activity contributed to the false detections. Asystole is considered a non-treatable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.

Manufacturer narrative:
Follow-up report: event date on initial report was incorrectly reported as (B)(6) 2017 and is being corrected to (B)(6) 2017. Date received by manufacturer was reported as (B)(6) 2017 in initial report and is being corrected to (B)(6) 2017. Initial report: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Follow-up report: date of event and date received by manufacturer being corrected. Initial report: a us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated nine times during the event while he was home alone. On (B)(6) 2017 the lifevest detected noise at 09:28:15 and the response buttons were pressed. Between 11:36:13 to 11:44:00, severe bradycardia at 20 bpm degraded to asystole with intermittent cardiac activity. At 11:46:07 gel was released. Treatment 1 was delivered at 11:46:19 and treatment 9 was delivered at 11:55:28. In all 9 treatments the rhythm at time of treatment and post-shock was asystole with intermittent cardiac activity. All treatment pulses were delivered at (B)(4) joules. The patient remained in asystole following the treatments. The lifevest was deactivated at 12:55:42 and the patient subsequently passed away. Oversensing of low-amplitude cardiac input signal and intermittent cardiac activity contributed to the false detections. Asystole is considered a non-treatable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.